Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump has a crack at the reservoir compartment and would like to get a glucose monitor. During the call, the husband reported that his wife was hospitalized with low blood glucose of 145mg/dl at time of her admission. The husband stated that the customer was not waking up and had low glucose level. The caller requested having a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.